Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a duodendal switch, the device was difficult to load and the toggles were sticking. The suture also broke off needle while in device. No adverse events have been reported. (B)(4).